Manufacturer narrative:
Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as noncompliance to sterilization technique. Initially it was reported dianeal therapies were ongoing; however after the follow up it was reported pd therapy was discontinued 15 days after event onset. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis. Fifteen days after event onset, the antibiotics were discontinued and the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unreported date in 1955. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The treatment and the outcome of the peritonitis were not reported. The patient was hospitalized for the event. No further information was provided regarding whether pd therapy was ongoing. No additional information is available.